Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) ¿ head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 12 years post-implantation, the patient underwent a right hip revision due to pain and high metal ions. Acetabulum was noted to have a osteolytic defect and filled with bone graft prior to placement of a new shell. There was excised heterotopic ossification. Stem retained. Attempts have been made and no further information has been provided.